Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) regarding a patient receiving marcaine (7.5 mg/ml at 1.9434 mg/day), hydromorphone (50 mg/ml at 12.956 mg/day, and clonidine 150 mcg/ml at 38.85 mcg/day) via an implanted pump. It was reported that the patient came in for a normal refill on (B)(6) 2020 and they were expecting to pull back less than 7 ml; however, the actual reservoir volume pulled back was closer to 20 ml. The patient had experienced more pain and more spasms. This was the first time that they had seen a large volume discrepancy and were concerned. They refilled the pump like normal and brought the patient back on (B)(6) 2020 to do a catheter dye study. The catheter was found to be patent and everything was fine with the dye study. They brought the patient back today ((B)(6)2020) as well to double check the logs and there were no issues with the pump according to the logs. It was also confirmed that there were no programming issues with the previous refill. The hcp didn¿t think the patient had any falls/traumas but was not able to confirm that with the patient. No further complications have been reported as a result of this event.

Event description:
Additional information received from a healthcare provider reported the pump was programmed for 30 ml and was filled with 30 ml. The cause of the volume discrepancy was not known. A dye study was performed but no problem was found. The patient's weight was 167 lbs.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.